Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, while the kidney was being removed, the cord that drew purse string broken and the ring disengaged. The string were able to be pulled without a ring, so the product were not replaced. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Only pull ring and piece of string were returned. The pull string was cut\torn less than two inches from pull ring knot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition as only the pull ring and piece of the pull string was returned. However, probable causes could be due to the pull string making contact with or being pulled through the knife blades, if the pull string is not completely cut it may rip under tension. If information is provided in the future, a supplemental report will be issued.